Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that since (B)(6) 2005 the patient has had only a poor impression of sound with poor speech understanding. Exchange of the external equipment did not rectify the situation.